Event description:
It was reported that during surgery, it was noticed that the seal of package was broken and the powder was leaking. It was reported that the product entered the sterile field and was used. There was no report of patient harm/injury or delay to the surgical procedure. Additionally, it was reported that an alternate device was retrieved for use during the surgery.

Manufacturer narrative:
The product was not returned for evaluation, so the customer's reported event cannot be confirmed. Additionally, the root cause cannot be confirmed. The environment and conditions prevalent during the handling and opening of the cement kit is unknown. The condition of the cement kit from transportation and storage upon receipt is also unknown. Based on historical data, the most likely cause for this incident is probably damage due to improper handling.